Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to the patient's concern of the product. Device remains implanted.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to the patient's concern of the product. Device remains implanted.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to the patient's concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: observed nick on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to the patient's concern of the product. Device remains implanted.

Event description:
Device has been explanted and replaced.